Manufacturer narrative:
The complaint was reported for the issue of "image problem". Olympus was able to confirm the customer failure and determined the following cause: -due to damage on ccd unit, the image disappears during angulation in ud directions. The investigation is supported with prior investigations performed through the product technical investigation (pti) process as documented in the as investigated codes. A risk review was performed and no unanticipated failures or harms were identified. A historical review of the last 12 months of complaints was performed and no trends were identified. A CAPA history review was performed. There are no capas identified related to the reported issue. The complaint is confirmed. The most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. One or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process and therefore does not require any further investigation. See coding table for the pti reference number associated with these failure modes. No further escalation is required.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited image disappearance during angulation. There was no patient involvement.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely damage on the charged coupled device led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.